Event description:
High resistance/impedance reduced delivered energy.

Manufacturer narrative:
Evaluation summary: loss of high voltage output was found to be due to an out of specification integrated circuit. Corrected model number from 7221c to 7221cx.